Event description:
Additional information received from reporter on (B)(6) 2013: integra aware that this was not their product.

Event description:
Surgeon was screwing in a synthes partial threaded cancellous 4.0 x 16 mm screw; the head of the screw broke off. Screw remains in pt's left fibula.